Event description:
It was reported to boston scientific corporation in 2009 that during a posterior pelvic floor repair procedure using a pinnacle posterior pfr kit, the dilator bunched when the physician was pulling it through the sacrospinous ligament. The procedure was completed with another pinnacle posterior pfr kit, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Only the solid blue leg assembly was returned. Visual analysis showed that the dilator was split into two pieces, and the leader and needle were not attached. The probable root cause for this event could not be determined.